Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effects of angina and thrombosis are listed in the xience sierra, everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (lad) coronary artery. A 2.50x28 mm xience sierra stent was implanted and after the patient left the cath lab, they experienced chest pain. An angiography was performed and thrombus was found in the stent. The area was re-ballooned and stented with another xience sierra stent. There were no device issues noted. Patient is doing fine now. No additional information was provided.